Manufacturer narrative:
As part of our investigation, multiple follow-ups were made to the user facility via telephone and in writing to gather more detailed information regarding the reported event; however, no additional information was obtained. If additional information becomes available this report will be supplemented accordingly.

Event description:
The manufacturer was informed that during a procedure an olympus engineer witnessed the tip of the laser fiber break when the doctor attempted to insert the laser fiber into the endoscope. The procedure was completed utilizing the same laser fiber. The laser fiber was discarded following the procedure and will not be returned. There was no death or serious injury reported.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the fiber stripping process (blade stripping) used by the supplier weakened the fiber tip, which may have contributed to the tip breakages. Additionally, longer stripped length may also have contributed to the breakages. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.